Event description:
During a clavicle repair two twinfix ab 5.0 anchors broke during insertion into the bone. The second of the two anchors broke at the distal tip. Therefore the second anchor was removed from the insertion site, the remaining hole was dilated, and the body of the anchor was re-inserted. It has been reported that the sutures extending from the second twinfix ab anchor allowed for adequate fixation. A delay of about fifteen minutes was reported.